Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient is not experiencing any issues with any of their devices. They have not been able to have adaptive stimulation (as) activated due to progressive back pain but unlike their original complaint, the healthcare professional (hcp) thinks that it may be a kidney infection. The patient was referred for blood and urine tests. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved but the patient was noted to be alive with no injury. Additional information was received from a manufacturer representative (rep) on 2017-oct-15. The rep clarified that the patient complained to them and it has limited their therapy parameters. This is during the post surgical healing time frame. The patient¿s progressive back pain is unrelated to their device/therapy. However, their kidney pain is worsening. The stimulator is helping the complaint that they received the device for. It has been undetermined whether the kidney infection is a result of the implant but it is within the healing time frame. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the original complaint was about pain in the flanks and the patient feeling feverish. It was reported that the cause was not determined but treatment was rendered. No further complications are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.